Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Related MFR report numbers: 1221359-2022-02299 through 1221359-2022-02303.

Event description:
The customer reported five (5) false positive results with the binaxnow covid-19 ag card on multiple dates in (B)(6) 2022 on kitted nasal swabs. This report is for patient four (4) of five (5). The patient was tested with the binaxnow covid-19 ag card on (B)(6) 2022 which generated a positive result. Confirmation pcr testing was performed the same day (platform:perkinelmer) on a nasal which generated a negative result. The patient was asymptomatic at the time of testing. No serious injury, medical intervention or treatment decisions occurred as a result.

Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 172101 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-000/ lot 172101 and device part number 195-430wl / lot 169537. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 172101 showed that the complaint rate is(B)(4). In conclusion, the retention testing yielded expected results when testing internal qc samples, the manufacturing batch record review (brr) revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.